Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check shortly after implant, this right ventricular (rv) lead was exhibiting loss of capture at maximum outputs. All other measurements were stable. A revision procedure was then performed to reposition the lead. There were no additional adverse patient effects.